Event description:
After a bilateral mastectomy/breast cancer in 2002 I had mentor saline-filled mammary prosthesis surgically placed under my chest wall muscle. I noticed some immediate changes. Thought it was random getting older although I was only (B)(6). Over the last 13 years the symptoms started stacking. Dry mouth, dry eye, brain fog, chronic fatigue, depression, anxiety, lower back pain at fibromyalgia points, intolerances to food and stomach distention, many digestive issues, rapid tooth decay and lost 3 teeth so far due to dry mouth, dry hair, a full hysterectomy, red scabs on scalp, hashimoto's thyroiditis, swollen tongue, candida overgrowth, foot swelling and burning, lump on right hand, pain in arms, swelling of hands, sore big toe, ankle three times the size/swelling, joint pain to the point I struggled to get in and out of bathtub, weight gain, tachycardia, swallowing issues, felt I was getting dementia or that I was going to die. Not one doctor ever suggested it was my silicone implants. I explanted (B)(6) 2022 and almost all my symptoms are gone. I am vibrant and healthy and feeling like a new person. Prior to the implants I was athletic, gym work outs, skied, etc. Now, visible swelling gone right away. I have documentation of swelling and dated pictures. I can walk miles now and work out at the gym full of energy. These implants almost took my life and my career. I have two master's degrees and an accounting degree and was almost completely disabled. All the pain is gone. All the swelling. Physically and psychologically healed. I am pretty angry and would like mentor to reimburse me for my loss of income and suffering. I know I am just one tiny person up against a big biomedical device company. Every test that I had over 20 years with the implants were inconclusive. I wasted a lot of time trying to figure out why I felt so sick all the time. The suffering is immeasurable. I can't get back all these years and can only go forward. Not one doctor ever suggested it could be my implants and that is what is so upsetting. Information needs to be out there. FDA safety report ID #:(B)(4).